Event description:
The rotator broke during a left ventriculogram procedure and contrast sprayed. Injection settings: flow-10ml/sec, volume-35ml, pressure limit-600 psi. Customer reported they have "experienced broken rotator incident 7 or 8 times." The customer has not provided any additional information for the 7 or 8 events. We do not have enough information to file separate form 3500a reports for each event. Customer returned one used device in relation to this complaint. Only one form 3500a will be submitted for this customer complaint.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found similar complaints for this lot number. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.